Event description:
Caller reported blood glucose results of 214 mg/dl, 127 mg/dl, and 115 mg/dl within 10 minutes on an accu-chek system. Customer did not know which system was used, did not have product available for troubleshooting. After several subsequent attempts to reach customer, MFR's agent was unable to determine which accu-chek system was in use. Incident reported against active system. Customer reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.